Event description:
Right ica aneurysm was treated with liquid embolic after filling the rebar lumen with dmso. Liquid embolic was injected. At 0.2 ml, when fluoroscopy was made, liquid embolic was already present into the mca branch. Deadspace volume supposed to be 0.27 ml. There was no pt injury reported as a result of this event.